Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler was returned with its trigger partially engaged. The staples appear misaligned. The stapler was returned with 28 staples left in the cartridge indicating that at least 7 staples have been fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, a staple was unable to properly form. Another attempt was made and, this time, the staple was able to properly form and release. This was repeated with the same result. However, no more staples fired after the third attempt. The misalignment of the staples is preventing the staples from moving down the track and into the forming tool. The stapler was disassembled and it was confirmed to have been assembled correctly. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staplers jamming" was confirmed based upon the sample received. Upon functional inspection, it was found that only three of the staples were able to fire but only two were able to form properly due to the misalignment of the staples. The other remaining staples were unable to fire from the device. The staples are misaligned which is preventing them from moving down the track and into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. However, the stapler was returned with 28 staples left in the cartridge indicating that the stapler was fired at least 7 times by the end user. No errors could be found in the assembly to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The staplers were jamming during patient use. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1600726 investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staplers were jamming during patient use. There was no patient injury.